Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the patient reported they have had trouble for a number of years and last time they called they had the recharger replaced. Patient stated that replacement recharger would get so hot that it burned him so they sent another recharger. Patient stated then they started seeing error codes, so they haven't used the equipment for a couple of months. Patient reported seeing rm04 about 3 weeks or so ago. When asked when the last time they charged their stimulator, patient stated about a month or a month and a half. During the call, was currently in passive mode recharge (pmr) with range 95-98. Patient charged for about 5 mins prior to speaking with patient services. On the call, patient charged in pmr for another about 7 mins. Patient confirmed the controller transitioned and indicated the regular recharging screen - controller at 80% and stimulator at 30%. Issue was resolved. Patient mentioned getting a few different replacement external devices over the years.